Event description:
It was reported that the patient received inappropriate shocks due to lead noise and insulation anomaly. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Inside-out abrasion was noted from 4cm to 5.3cm from the distal tip. The rv/ring cables were exposed but no abrasion was noted on the efte coating.